Manufacturer narrative:
Evaluation summary: the explanted ipg was returned to the manufacturer for analysis. Visual analysis noted instrument marks on the can. Preliminary ipg testing confirmed the ipg was non-functional due to the patient's noncompliance with the ipg recharging requirements. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2009. It was reported that the ipg was explanted and replaced due to no output and no telemetry. According to the patient, she had not recharged the ipg for approximately nine months prior to losing stimulation. No patient complications were reported as a result of this event.